Event description:
It was reported that a malfunction occurred with the customer¿s pump, displaying a malfunction code that was not resettable. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.